Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The biomedical engineer replaced the flow sensor to address the reported problem. Failure analysis on the returned gas delivery system shows that no fault found. Unit passing all testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the air delivery/air flow accuracy test. There was no patient involvement.